Event description:
It was reported that the surgeon inserted a competitor's lens and the lens did not come out of the cartridge properly and was inserted incorrectly. The lens was removed without any patient injury.